Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a blank display and the insulin pump turned off after a battery change. Customer's blood glucose level at the time 14.5 mmol/l. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with high stop idle current due to short at the lcd driver board. However, no blank display noted and the insulin pump powered up properly after battery installation. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing address serial number label.